Event description:
The pt was initially admitted in 2007 with dyspnea. The pt had target lesions in the proximal, mid and distal right coronary artery. Prior the percutaneous coronary intervention of the right coronary artery, the pt had impella recovery and 2.5l abiomed system inserted in the left ventricle via the left femoral. The distal right coronary artery was stented first; followed by the mid right coronary artery. Then there was a dissection noted in the proximal right coronary artery causing loss of flow prior to the placement of a stent in the proximal right coronary artery. The product info is unk. The pt's medications include the following: aspirin (pre, intra and post procedure), lipid lowering drugs (pre and post procedure), ace inhibitors (pre and post procedure) clopidogrel (intra and post procedure), integrelin (intra procedure), heparin (intra procedure) and beta-blockers (post procedure).

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the untied states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.